Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory ai indicates that the allegation against the communicator was confirmed. The power cord had shown indication of getting hot and was deformed from heat. The device manufacture date for this product is april 21, 2010.

Event description:
Boston scientific received information that the communicator power cord was hot to touch. The company representative verified that the patient was using the boston scientific company (bsc) power cord. The company representative explained to the patient that the communicator will be replaced. A return label and replacement communicator was sent to patients address. The communicator is no longer in service. No adverse patient effects were reported.